Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. The physician attempted a couple pacing leads but the patient has really bad tricuspid regurgitation and so he ended up implanting a heavier tachy lead for pacing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.